Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges the device will not inflate or deflate. Alleged issue reported as detected prior to use on a patient during inspection/functional testing.

Event description:
Customer complaint alleges the device will not inflate or deflate. Alleged issue reported as detected prior to use on a patient during inspection/functional testing.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the connector was clear. It was also noticed that the adapter cap was missing from the check valve. When the device was connected to the syringe, the syringe was unable to blow air into the device or extract air from it. Based on the investigation performed, the reported complaint is confirmed. The check valve component was most likely detached due to handling/washing/brushing after multiple cycles of re-use.